Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on the zoom charged coupled device, the zoom did not work smoothly. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in the up direction did not meet the standard value due to wear of the angle wire, connecting tube had buckling, adhesive around the light guide lens was peeled, adhesive around the objective lens was peeled, switch 4 had wear, switch 1 had a cut, paint on the suction cylinder was peeled, water removal ability did not meet the standard value due to clogging of the nozzle, adhesive on the bending section cover had a white clouded area/ crack/ chip, the play of the up/ down knob was out of standard value due to wear of the angle wire, connecting tube had a wrinkle, and a noise image occurred due to damage on the suction connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a zoom malfunction occur. The device was returned for evaluation. During the device evaluation, the foreign material was found in/ on the: nozzle, tip cover, and operation unit main unit. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer provided cleaning process, and the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle, the distal end and all external surfaces of the device with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle with water and air. Lastly, they flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported events could not be determined. The subject events can be detected and prevented by implementation in accordance with the below IFU: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor the field performance of this device.